Event description:
Customer reported, the system would not produce x-rays. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and dc power supply. System operates as intended.